Event description:
Additional information received from the consumer reported the patient had been telling his doctor the issue and pain had been going on for 2 years. No steps had been taken. The healthcare provider (hcp) had been giving the patient injections at the site of the pain over and all around the generator. This was for about 1.5-2 years now. It was noted the patient was afraid to use it. The patient was still telling to hcp about the pain which was becoming unbearable since the patient could not use the stimulator. The patient was in so much pain he stated he would go to the emergency room as he could not take so much pain. Further information from the hcp reported the patient was seen in the office on (B)(6) 2015 and it was unknown if the patient mentioned anything about pain around the implantable neurostimulator (ins) site. It was mentioned the patient was scheduled for another office visit on (B)(6) 2015, but the focus of the visit and whether a manufacturer's representative was going to be present was unknown.

Manufacturer narrative:
Concomitant products: product ID 37743, serial # (B)(4), product type programmer, patient; product ID 3777-60, serial # (B)(4), implanted: (B)(6) 2009, product type lead; product ID 3777-60, serial # (B)(4), implanted: (B)(6) 2009, product type lead. (B)(4).

Event description:
The consumer reported having gradually increasing pain over their implantable neurostimulator (ins) site over the past year prior to the report. The site was very tender and the ins moved around. It would twist and stick out and it had dropped from the original position. The patient¿s doctor had mentioned possibly getting a revision for an MRI compatible system but nothing had been scheduled. Their doctor was not addressing the pain at the ins site. The patient was still getting their necessary pain coverage from the device. The patient was indicated for degenerative disc disease and herniated disc pain. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.